Manufacturer narrative:
(B)(4). The set has not yet been made available for evaluation. A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported the her cycler alarmed for a heater bag issue. She moved the lines by wiggling them. After that she was able to complete treatment. However, in the morning she found fluid leaking from the cassette door. The sample was available and was requested for evaluation. During follow up the patient reported her effluent remained clear. She had been in contact with her pd nurse and was prescribed prophylactic antibiotics. She did not have any complications. No adverse event reported at this time.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual and microscopic inspection found a pin hole in the cassette membrane. No issues were found in the hard plastic of the cassette that may have caused the pin hole. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.